Manufacturer narrative:
Remote diagnostic testing was performed on the customer's hemo software, and a "sfc / scannow" error was found. The hemo pc was re-imaged to version 10.0, and subsequent testing confirmed that the hemo application between the client pc and hemo computer found no issues. The equipment was returned to service at the customer site.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the hemodynamics hemo monitor pc. On (B)(6) 2016, a customer reported to merge healthcare that the hemo application automatically rebooted during an acute intervention case for a heart attack patient that resulted in the procedure being delayed 30 minutes. The problem has been attributed to a "sfc / scannow" system error. With merge hemo not presenting physiological data during treatment, there is a potential for a delay in care that results in harm to the patient. However, it was indicated that the procedure was completed successfully once the system was rebooted. Reference complaint number: (B)(4).